Event description:
A diabetic in USA has reported to the distributor (disetronic medical systems) that the tubing detached from the luer lock connector that connects the infusion set to the infusion pump. 2 used and 6 unused samples were returned to the manufacturer for analysis.